Event description:
During device introduction the device was found leaking.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the complaint instrument has fractured near the proximal balloon weld, but only the proximal fragment was returned for analysis. The outer shaft has separated at the balloon weld and is constricted near the fracture site. The inner shaft has ruptured nearby as a result of a tensile overload. As the distal fragment of the complaint instrument has not been returned for analysis the claimed device leakage can neither be confirmed nor denied. Review of the production documentation of the product verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be determined.